Event description:
Additional information revealed an MRI/xray or CT scan was done on (B)(6) of 2013 and the results showed no obvious kinks or disconnections, however, the cause of the event was found during surgery to be a kinked catheter. The patient had intermittent withdrawal and overdose.. On (B)(6) 2013, the dose was decreased. Other signs and symptoms associated with this event included tachycardia and altered mental status. The patient was hospitalized as a result of the event. The patient recovered without sequelae. The lioresal dose was at 695mcg/day.

Event description:
It was reported the patient experienced altered mental status and flu like symptoms. The patient was having episodes with nystagmus, vomiting, hypertension and slurred speech. The events have been happening over at least the last few months and had recently increased in severity and frequency. There were concerns about a potential motor stall. The catheter access port was accessed a few weeks prior and they were able to aspirate fluid with no difficulty. The patient has been on zoloft and had some abnormalities in urine analysis. The patient was admitted to the pediatric intensive care unit and the dose was turned down from 700 mcg/d to 400 mcg/d, with no change in status. The patients' tone fluctuates widely, so they were assessing tone offer any insight. In these states, she was loose, but not floppy. The patient status was alive, no injury/no adverse event. The pump was delivering lioresal. It was later reported the catheter access port was accessed and there was no flow on (B)(6) 2013. The patient was scheduled for a revision. The patient is doing ¿ok." It was later reported the surgeon discovered an obvious kink in the catheter in the pocket. The flow resumed well after the catheter was unkinked. The pump and catheter piece were replaced. The surgeon noted that a ¿smudge¿ was found on the catheter and wanted it analyzed. It was later reported they were unable to aspirate the cap in the office. The patient experienced inconsistent therapy and intermittent overdosing. There was no injury and the patient recovered without sequela. It was noted there was ¿residue¿ found around the existing sutureless connector.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
In conducting follow up, an analysis letter that had been issued to the patient¿s healthcare provider in (B)(6) 2013 was provided in reference to this case. The findings of the analysis have since been amended (please see the previous manufacturer¿s report #3 004209178-2013-12155 submitted on 9/11/2014): ¿further investigation of the pump serial number (B)(4) determined overinfusion-undetermined root cause was not the root cause for device failure. Analysis did not find overinfusion-undetermined root cause. Dispense testing was performed and the pump passed for accuracy. The previously reported pump alarm/resonator anomaly remains the root cause of the device failure.¿ (B)(4).

Manufacturer narrative:
(B)(4). Device analysis was still not complete at the time of this submission. A supplemental report will be filed upon completion.

Event description:
A healthcare professional mentioned having had a previous experience with a pump that overinfused.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) determined overinfusion-undetermined root cause was not the root cause for device failure. Analysis did not find overinfusion-undetermined root cause. Dispense testing was performed and the pump passed for accuracy. The previously reported pump alarm/resonator anomaly remains the root cause of the device failure.

Manufacturer narrative:
Analysis of the pump revealed overinfusion-undetermined root cause; alarm anomaly and resonator anomaly. A motor stall recovery indicator was found in the log. This indicator is triggered because a past motor stall and recovery occurred at some point in time in the pump's life. An alarm test was performed and the pump alarm volume is slightly below the spec of 70 db. X-rays were taken of the alarm resonator and alarm spring. Dispense testing was performed and the pump passed for accuracy. The infusion history indicated that a flex dose pattern was used to deliver therapy. A 24 hour infusion test was done at the flex dose and this test failed for accuracy. A partial catheter was returned. Analysis of the catheter body revealed during testing that a hole was found at the distal end of the catheter segment; user related hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.